Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards and replaced the fast stop switch. The system operates as intended.